Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had high pacing impedance over 2000 ohms, sensing anomaly, and high capture thresholds. The physician suspected lead fracture. The lead was capped and replaced (B)(6) 2022. The patient was stable.